Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence, urinary/bowel dysfunction. It was reported, that their previous neurostimulator was providing relief to their symptoms. However, a couple of months, they were not able to pee. They got sick and they were admitted at the hospital to help them in this situation. 2 weeks later, patient was for a checking with their urologist. Hcp informed, that the cord (lead) was disconnected and for that reason, they were having a returned the symptoms. Implant was replaced on (B)(6) 2024, for a brand new interstim. Patient withdrew from the program stating, they know how to use the devices. And they have patient services contact information. Patient discussed this information with their hcp.